Manufacturer narrative:
This device was not returned for evaluation. A loaner unit was sent to the facility for comparison of readings. The loaner unit was returned. No additional info has been received.

Event description:
This unit was used to calculate power of an intra-ocular lens (iol) to be implanted following a cataract extraction procedure. Pt's visual acuity following the procedure in the right (implanted) eye was +175+150. Visual acuity on the left eye was -5+225. Glasses could not be used to balance the pt's vision. Since the pt would eventually need a lens implant in her left eye, the physician decided to place an iol in the pt's left eye rather than perform a lens exchange on the right eye. The pt's vision is now correctable with glasses.